Event description:
The customer is reaching out with tooth #9 mobility concerns, cust has not reached out at all during tx until now and opp is from (B)(6) 2023. Sent mobility template asking for a photo of the aligners on his teeth and a video of the mobility for review. We will eval and determine if the mobility is wnl or not and send to tl if needed if not see the updates after 14 days. Cust does have tooth #9 overlapping tooth #8 so the movements made can be the reason for the mobility. "The customer is reaching out and let us know that they noticed that the top left incisor was loose feeling".

Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (B)(4) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.